Manufacturer narrative:
Clinician fractured the implant upon placement. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. The records management database indicates that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformances were successful,ly resolved prior to the release of the implants. No further action is required. Refer to (B)(4).

Event description:
Lodi implant broke at the apex during placement of the implant.